Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) and clonidine via an implantable pump for unknown indications for use. It was reported that the pump pocket was painful, the pump was hitting their ribs on the left side. During a routine catheter evaluation, the catheter was not able to be aspirated. During the time of pump replacement, the catheter was seen to be occluded. The issue was reported as resolved without sequelae.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#: (B)(6), implanted: (B)(6) 2022, product typ: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: hg6ay6815, ubd: 27-jun-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.